Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during release of a 5mm x 150mm smart flex vascular self-expanding stent (ses), the outer sheath separated from the hub which resulted in an incomplete release of the stent. There were no reported injuries to the patient and the patient did not have an infectious disease. This was during a procedure to treat a 70% superficial femoral artery (sfa) lesion in which left common femoral artery access was obtained with a non-cordis 6f sheath. The lesion had moderate calcification. A non-cordis guidewire was inserted and advanced through the sfa and step-by-step balloon dilation was performed with a non-cordis 3 x 150 balloon catheter, a non-cordis 4 x 150 balloon catheter, and a non-cordis 5 x 150 balloon catheter. After withdrawal of the non-cordis balloon catheters, angiography revealed a localized filing defect in the sfa, and the smart flex ses delivery system was delivered over the non-cordis guidewire. Angiographic location of the smart flex ses delivery system was confirmed. The operator was trained. The stent was well packaged and undamaged prior to use. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the delivery system from the patient and the stent was still attached to the delivery system upon removal. There were no attempts to deploy the stent after its removal from the patient. The device will be returned for evaluation.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 338704 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, g3, g6, h1, h2, h3, h6, and h10. Complaint conclusion: as reported, during release of a 5mm x 150mm smart flex vascular self-expanding stent (ses), the outer sheath separated from the hub which resulted in an incomplete release of the stent. There were no reported injuries to the patient and the patient did not have an infectious disease. This was during a procedure to treat a 70% superficial femoral artery (sfa) lesion in which left common femoral artery access was obtained with a non-cordis 6f sheath. The lesion had moderate calcification. A non-cordis guidewire was inserted and advanced through the sfa and step-by-step balloon dilation was performed with a non-cordis 3 x 150 balloon catheter, a non-cordis 4 x 150 balloon catheter, and a non-cordis 5 x 150 balloon catheter. After withdrawal of the non-cordis balloon catheters, angiography revealed a localized filing defect in the sfa, and the smart flex ses delivery system was delivered over the non-cordis guidewire. Angiographic location of the smart flex ses delivery system was confirmed. The operator was trained. The stent was well packaged and undamaged prior to use. The device was stored and prepped per the instructions for use (IFU). There was no difficulty removing the delivery system from the patient and the stent was still attached to the delivery system upon removal. There were no attempts to deploy the stent after its removal from the patient. The device was returned for analysis. A non-sterile ¿smart flex 5x150 vas, 120cm¿ was received for analysis coiled inside of a clear plastic bag. The device was unpacked and placed on a metallic tray to be inspected. A thorough inspection was performed on the unit observing the following conditions. The device was fully deployed, and the stent was not retuned for analysis. The outer sheath presents a separated condition located approximately 129cm from the distal tip. A kinked condition was observed located approximately 126cm from the distal tip. Also, the hypotube presents a kinked condition located approximately 11cm from the proximal end. The hemostasis valve was returned closed. No other outstanding details were observed. Functional testing was not performed due to the outer sheath separation and kinked condition. Sem analysis was not performed as the damages associated with the separation are visible with the magnification obtained with a vision system. The separated area was evaluated with a vision system observing that the separated material presented evidence of elongations on the edge. The elongations found on the material of the unit are commonly associated with separations caused by material tensile overload. Therefore, it is assumed that the device was induced to a tensile force that exceeded the material yield strength prior to the separation. A product history record (phr) review of lot 338704 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds) deployment difficulty-partial deployment¿ was not confirmed as the unit was returned fully deployed, and the stent was not retuned for analysis. The reported ¿outer sheath separated¿ was confirmed. However, the exact causes of these events cannot be determined. Device analysis concludes the device was induced to events that exceeded its material yield strength prior to the separation of the outer sheath. Additionally, elongations and kinks were evident on the returned device. Therefore, based on the information available for review it is like handling and procedural factors contributed to the events reported by the customer. According to the instructions for use, which is not intended as a mitigation, ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent. Prepare stent delivery system: open the outer box to reveal the pouch containing the stent and delivery catheter. After careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip (8) is not seated in the outer sheath (1), loosen the tuohy borst valve (5) on the handle (3) and retract the pusher tube (2) such that the distal tip (8) will seat in the outer sheath (1). Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve (5) on the handle is tightened on the pusher tube (2). Use a 1-3 cc syringe to flush the outer sheath (1) with sterile heparinized saline through the female luer (4) on the handle. Flush until only a few drops of saline exit the distal end of the outer sheath. Complete system flushing may require 2-3 flushings with a 1cc syringe. Warning: if the outer sheath (1) cannot be flushed do not use the device. Use a 3-10 cc syringe to flush the inner lumen of the guidewire tube with sterile heparinized saline through the proximal luer hub (6) attached to the pusher tube (2), until saline flows out of the guidewire lumen at the distal tip. Warning: if the inner lumen of the guidewire tube (7) cannot be flushed do not use the device. Introduce the stent delivery system: advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. Under fluoroscopic guidance, position the distal stent markers (10) distal to the target lesion and proximal placement marker (12) proximal to the target lesion. Straighten the proximal part of the delivery system as much as possible and keep the handle in a stable position. The tuohy borst valve (5) on the handle (3) must be loosened to allow free movement of the pusher tube (2).¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.